Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds during an routine follow up. A fluoroscopy revealed the lead was dislodged. As result, the patient underwent a surgical revision wherein the lead was successfully repositioned.